Event description:
It was reported the right atrial (ra) lead had poor sensing and no pacing capture. During a routine device change out, the ra lead was attempted to be repositioned but could not be. The ra lead was reconnected and remains in use for sensing only. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.